Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Event description:
Patient was revised to address pain and elevated metal ion levels.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 9/21/15 medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain. The lab values for the metal ion levels were below 7ppb. There is no new additional information that would affect the existing investigation. The complaint was updated on:10/14/2015.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 2/1/16 medical records received. Case information sheet and component sticker sheets reviewed for MDR reportability. Case information form reported the left and right hip with asr components.complaint is being initiated for right hip on (B)(4). Litigation alleged infection and this is being added to this complaint. The complaint was updated on: feb 22, 2016.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.